Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's rate sensing port was capped. The physician elected to perform an invasive procedure to cap this portion of the lead due to a lead fracture. A new rate sensing lead was implanted.